Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-39813.

Event description:
The customer's daughter reported via telephone call that the customer was hospitalized after nurses in her nursing home over treated her. The blood glucose reading was 30 mg/dl and she was in a coma. The caller was unable to troubleshoot for these issues. The insulin pump was not replaced or returned for analysis.